Event description:
Customer received results of 30.5 mmol/l and 20.8 mmol/l on the mobile system, and result of 13.9 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278190, expiration date 02/28/2014). (B)(4). The investigative unit used up the strips and therefore no investigation was possible.